Manufacturer narrative:
Spacelabs healthcare technical support remotely connected and identified that the two telemetry channels that were flip flopping on the central were duplicated on two different xhibit telemetry receivers. Once the duplication issue was resolved, the customer confirmed that the xhibit central station was no longer locking up and the telemetry channels were showing correctly. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that while monitoring telemetry patients on a xhibit central station, the central was locking up and two telemetry channels were flipping back and forth in one patient zone. While the symptom presented on the xhibit central station, the issue was found to be associated with the xhibit telemetry receiver. There was no patient or user harm associated with this event.